Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low blood glucose reminder and the customer was unable to clear it. Reportedly, the customer did not have a low blood glucose level. During troubleshooting with tandem technical support the reminder was able to be cleared. Customer had elevated blood glucose (bg)levels (250 mg/dl). Reportedly, elevated bg's are due to the customer eating a meal high in carbohydrates. Customer stated that elevated bg's are not due to the pump or supplies, and declined to perform further troubleshooting. Customer delivered a bolus to stabilize blood glucose levels.